Manufacturer narrative:
Investigation summary: observations and testing: received one 22g bd nexiva y port. The unit was inside a sealed package, all components were present and intact. Device/batch history record review: no relevant discoveries were found during the review of the DHR. All challenges performed during the manufacturing of the material passed per specification and the various in process samples for machine caused damage, correct assembly and proper retraction performed throughout the line also passed per specifications. Visual/microscopic evaluation revealed: no physical/mechanical damage on any of the components. Proceeded to disengage the unit the cannula successfully retracted, the catheter/adapter/extension set assembly separated successfully from the grip/shield assembly and the cannula stayed locked by the v-clip performed intended. Investigation samples(s) meet manufacturing specifications: yes. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced. Conclusion: the defects experienced by the customer could not be confirmed. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced. Did the evaluation confirm the customer¿s experience with the bd product? No. Based on the evaluation performed on the received unit it was unable to confirm the customer¿s experience with the bd product. Were we able to reproduce the customer's experience with the bd product? No: the defect described in the incident report could not be replicated with the returned unit. Was the device used for treatment or diagnosis? Treatment root cause: relationship of device to the reported incident: indeterminate. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the incident report could not be confirmed or replicated with the returned unit.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while a nurse was using a bd nexiva¿ closed IV catheter system the needle failed to retract leaving the unprotected needle exposed. There was no report of injury or medical intervention.